Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a blank display after changing their battery. The customer reported going through seven batteries in the past week. It was also found the customer received a failed battery test and battery out limit alarm. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was able to recover the customer's display by inserting a new battery. Customer was also able to complete a self-test customer's blood glucose was unknown. It was also found the buttons on the insulin pump were sticking and causing the numbers to scroll. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump received with normal operating currents. No damage found on the lcd isolation tape noted. The insulin pump received with intermittent up arrow button response due to corroded keypad traces. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.